Manufacturer narrative:
Continuation of medical device: d234trk ICD implanted: (B)(6) 2012.

Event description:
It was reported that during use, atrial lead occasional atrial undersensing noted during atrial fibrillation (af). The atrial lead remains in use. No patient complications have been reported as a result of this event.